Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (which is <10 mg/dl) mg/dl and 110 mg/dl. No adverse event. Requested return of suspect device and replacement was sent.